Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic ¿ chest anastomosis surgical procedure, the harmonic ace instrument was blocked by the message ¿reduce pressure on the blade.¿ subsequently, the blade broke during disinfection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 7-mar-2022 and obtained the following additional information: the instrument was inspected before the operation. The blade fell down outside of the patient when the harmonic ace instrument was cleaned. There was no patient injury. A replacement instrument was not needed to complete the surgery. There were no post-operative examinations to check for fragments. It is unknown if the patient experienced any post-operative complications. No patient information was available.

Manufacturer narrative:
Isi has not received the instrument for evaluation. Therefore; the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 480275-08/lot # l90211024 0149). Associated with this event was performed. Per logs, the instrument was last used on 3-mar-2022 on system sk1325. This is a single use instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.